Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. An engineering evaluation was performed and did confirm that no root cause could be determined for the complaint, the case was aligned within visionaire standards and no corrective action was required. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, the blocks fit well but the femur and tibia looked internally rotated. The surgeon thought that the tibia resection was too thick. So, he used the guide only for pin placement. The patient has had a previous surgery on her knee. The procedure was successfully completed without delay with a change in surgical technique. Patient was not harmed.

Event description:
It was reported that, during a tka surgery, the blocks fit well but the femur and tibia looked internally rotated. The surgeon thought that the tibia resection was too thick. So, he used the guide only for pin placement. The patient has had a previous surgery on her knee. The procedure was successfully completed with a change in surgical technique and it is unknown if there was any surgical delay. Patient was not harmed.